Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device turned green. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: it was reported that the issue was identified in the middle of a therapeutic procedure, which was completed with another device, without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cable was scratched, the insertion tube was dented, the light guide bundle was broken, the electrical contact in the video connector was dented, the video connector cover was dented and cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation it was due to a components failure of the unit spanning from the distal end to the main body. And for all the newly identified malfunctions it was due to a failure of their components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.